Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to be charged and to communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as the facility would not release the explanted ipg.

Manufacturer narrative:
The product was manufactured prior to implementation if the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to be charged and to communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was not returned as the facility would not release the explanted ipg.